Event description:
It was reported that during a da vinci-assisted surgical right hemicolectomy procedure, the customer reported that the surgeon fired a monopolar instrument, but energy flowed to the bipolar instrument and caused it to fire. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse explained that it seemed a part of the monopolar current flowed through the bipolar instrument. The customer reported that the endoscope cannula used a cannula on the cannula. The isi tse explained it might have affected this issue. The isi tse advised the customer to separate or remove the bipolar instrument during monopolar firing. The customer continued with the procedure using the same system. No known impact or patient consequence was reported. Isi followed up with the initial reporter and obtained the following additional information: intestinal mobilization and blood vessel exposure were being performed when the issue occurred. The isi monopolar instrument was installed on the usm 3 and the bipolar instrument on usm1. The surgeon did press the right blue activation pedal on the ssc at the time of the event. Only the erbe generator was used. 8mm xi cannula was also in use. The surgical staff used double cannulation only for the endoscope. The incident involved the inadvertent energization of a bipolar or non-energy instrument while activating a monopolar instrument. The incident occurred even when there was a bipolar was nearby but not particularly close (about 2 cm apart). The monopolar instrument tips were in contact with the tissue when the incident occurred. The surgeon recalled if the system¿s user interface was correctly displayed information about the activation status and instruments on each arm was displayed. The event was resolved by keeping the bipolar as far apart as possible. When the incident occurred, the instrument tip(s) were in contact with fat mesentery tissue. There was unexpected thermal damage to the tissue. No intervention was needed. There was no injury to the patient. The instrument and the associated accessory were unavailable for return.

Manufacturer narrative:
The reported event was addressed with phone support. The customer received phone assistance from the intuitive surgical, inc. (Isi) technical support engineer (tse). The isi tse advised the customer to separate or remove the bipolar instrument during monopolar firing. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved.